Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "I met with maria sheko from clinical engineering thursday and acquired the purge cassette. I will be sending it back shortly. I have no clear explanation of what the issue was. They change purge cassettes every 96 hours. The issue occurred during a cassette change. The problem was solved with another purge cassette."

Manufacturer narrative:
Section d4. Primary UDI number, lot, and expiration date are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an impella purge cassette was defective and requested to return the device for investigation. At the time of reporting, the issue had not yet been independently confirmed or further details identified. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. Corrected information has been provided in d3( manufacturer fax). The cause of the failure to detect purge cassette was traced to component failure of the rfid chip due to the purge cassette being unable to be detected despite accurate placement of the rfid chip.